Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8 mm medium-large clip applier instrument to perform failure analysis. The instrument was found to have one (1) severely bent grip, causing them to be misaligned. A clip cannot be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm medium-large clip applier instrument clips would get stuck in the instrument tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon attempted to clamp which led to an unsuccessful clip application. The issue occurred on the 1st clip application. A backup was used to resolve the issue. The instrument was mailed out for analysis. No photos or videos available for review.